Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that for the last month the battery gauge has been observed to be jumping up to 100% quickly after being connected to a power source for a short period of time. In addition, a malfunction alarm occurred on (B)(6) 2017 and the pump stopped all insulin delivery. Customer reported blood glucose level was 125-128 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.